Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during photocoagulation surgery, the aiming beam was not focused and low laser power was experienced. The laser power was increased to complete the case. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The laser module was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on (B)(6) 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming laser module. The manufacturer internal reference number is: (B)(4).